Event description:
A discordant cardiac troponin I (ctni) result was obtained on a dimension xpand plus with hm instrument for one patient. The result was reported to the physician. The customer performed an auto-repeat of the sample and a lower result was obtained. The patient was transferred to an alternate hospital. On (B)(6) 2014 the difference between the two results (initial and auto-repeat) was observed and the sample was retested. The retest result obtained from the alternate hospital was reported as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the system check showed acceptable probe and wash probe precision, cuvette formation and qc history. The tsc instructed the customer to perform chem wash precision and check system alignments. The cause of the discordant ctni result was unknown. The instrument is performing according to specifications. No further evaluation of the device is required.